Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the system. The fse replaced the buffer valves for cell 1 and 2 to resolve the issue. (B)(4).

Event description:
On (B)(6) 2016, the customer reported to beckman coulter that the au5811 clinical chemistry analyzer generated high ise (ion-selective electrode: sodium, potassium and cl - na, k, cl) results on two patient samples. There was no impact to patient treatment. The results were not reported outside of the lab. The customer stated controls (qc) were run prior to, and after this event. The customer did not send qc data.